Event description:
Olympus was informed that the electrode wire of the reference device came completely detached during an unspecified procedure and the users were unable to retrieve it from the pt.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that 3 x-rays were performed in an attempt to locate the detached fragment with no success. The electrode wire reportedly "popped" off from the referenced device immediately as the physician stepped on the foot pedal of the electrosurgical unit. The user facility further stated that there was no device fragment found on the metal mesh of the drainage cover as fluid was drained to the floor. The pt reportedly was discharged on the day following the procedure. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. Visual inspection of the device found the loop wire was melted off at both sides fo the yellow and blue protector sheath section and there was evidence of charred stain at both end. The device had been forwarded to the original equipment MFR for further eval.